Event description:
The customer observed (B)(6) architect havab igm results while using the architect havab igm assay. The customer indicated they divided one patient specimen and sent each half to 2 different laboratories. The architect results (scl lab) were deemed discrepant compared to the results generated by the roche assay (eone lab), as follows: sample 1: architect (scl lab): (B)(6). This specimen was then sent to the eone lab and tested by roche generating a (B)(6) result. Sample 2: roche result (eone lab): (B)(6). This specimen was then sent to the scl lab and tested using the architect havab igm assay and was (B)(6). A new specimen was collected and tested at the scl lab and generated (B)(6) architect havab igm results: (B)(6). A biochemical assay was also tested (ast 1885/ alt 1480) supporting this patient being (B)(6). No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list 06c30 that has a similar product distributed in the u.s., list number 06l21.